Event description:
The customer reported that the co2 port was pushed in to the device. There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.